Event description:
It was reported that when the nurse opened the box, the outer packaging was fine with no sign of damage. However, the outer and inner blister was fractured and thereby the sterility was compromised rendering the implant useless. Surgeon used another stryker part to complete the case and there was no adverse consequence to the pt.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.